Event description:
It was reported to boston scientific corporation on july 24, 2008, that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, the balloon broke during testing. The procedure was completed with a second stonetome stone removal device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.